Event description:
During outreach call, customer reports that insulin pump was blank until third battery change. Customer also reports that when priming, the numbers on insulin pump do not scroll properly. Customer was not able to troubleshoot as she driving. Customer was advised to call when able to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.